Event description:
Approximately ten months post procedure, the patient underwent a second coil embolization procedure to occlude the left posterior communicating artery aneurysm. Three coils were successfully placed, and there was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional PMA/510 (k): k042539. There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.